Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The tip of the impactor broke off and remained in the patient. This also caused a surgical delay of 10 minutes.

Manufacturer narrative:
Corrected: product problem and malfunction. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument was not possible as the product was not returned. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It was however recognized that improvements were possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(6) 2010, which includes improvements to bolster the durability of this instrument. The provided vendor date code pg0708 indicates the instrument was manufactured in july of 2008; before the changes. No further action indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.